Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be updated accordingly.

Event description:
Olympus was informed that during an ercp with sphincterotomy procedure, the patient¿s bile duct was reportedly perforated. It was reported that the bile duct was accessed with a visiglide .035 450 cm straight. A sphincterotomy was performed with a ccv3 sphincterotome. The erbe 300 vio d was set to the usual setting of endo cut 1, effect 2, duration 2, interval 4. After a few beeps (normal sounds) the wire of the device cut quickly and then the wire reportedly split/broke away from catheter. The wire of the device ¿flared back¿ and bleeding was immediately noted. The doctor suspected a perforation. Saline flush was utilized to visualize the area. Olympus bicoag and four to five clips, cook instinct, were placed with the ercp scope to treat the perforation. A gastro graffin was placed down the ercp scope to look for leaking and there was none see on fluoro. The patient was then sent for CT scan. There were no extravasations of contrast seen. The patient¿s blood pressure was not stable during the night so the patient was taken to the operating room (or) where a laparoscopic procedure was performed to check for bleeding. The surgeon reported there was no evidence of a full thickness perforation. ¿cleaned up fluids and drains placed¿.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the OEM. The subject device was not returned for evaluation, however, the user facility returned two unused devices from the same lot. The returned devices were connected to high frequency cautery power supply unit (ues - 20) and confirmed output without a problem, such as breakage on the cutting wire. A visual inspection was performed and found no abnormality related the reported event as the measurements of resistance between cutting wires and plugs, measurement of dimension on cutting wires, measurement of dimension on coated portions and the appearance are within specification. A review of the device history record was conducted for the indicated lot number with no anomaly during production related to the resistance between cutting wires and plugs, dimension of cutting wire, operation of cutting wire, dimension of coated portion or the appearance. The cause of the reported event could not be conclusively determined as the subject device was not returned thus the phenomenon could not be confirmed with it. However, the operator¿s technique cannot be ruled out as a contributory factor of the reported event as: bleeding to the patient could have potentially occurred because the cutting wire broke off by the mechanism below. 1. An electric discharge occurred during cutting of the papilla. 2. The discharge heated a part of the cutting wire to a high temperature. The cutting wire broke off. 3. When the cutting wire was broken, a blood vessel was accidentally cut on the cutting wire, which caused bleeding. ¿the electric discharge¿ mentioned in #1 could possibly be caused by either of the activations below. 1) the cutting wire was point-contact or too close to the tissue or the endoscope. 2) the cutting wire without coating came in contact with the distal end of endoscope when the forceps elevator was raised, ¿the shaving of the coated portion¿ could possibly occur by the following mechanism; (1) the cutting wire was loosened as the slider was in the slightly-pushed position. (2) when the forceps elevator of the endoscope was raised, the coated portion of the loosened cutting wire came in contact with the metal part of the endoscope¿s distal end. (3) the tube was then moved back and forth under the condition of (2). This caused the coated portion to be rubbed with the metal part and shaved off. The following details are found in the instruction manual as warning. Please instruct the user on how to use this product if necessary. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.